Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing atrial set screw. The returned device indicated the right ventricular set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD) the wrench screw was stuck in the device header block after the screw-in process. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.